Event description:
Patient presented to the physician with a delayed seroma, wound dehiscence, and exposed components to the physician. Physician brought the patient into the or and observed signs of infection. Physician removed the entire inspire system.